Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate test 22-23 ml was not reproduced. Evaluation sent the device to the flow lines for flow testing at 40 ml/hr for 30 mins with a vtbi of 20 ml with a result of 20.943 and an error percentage of 4.715%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test at 22-23ml .this occurred during an unspecified process step. There was no patient involvement. No additional information is available.